Event description:
Pump was reported to be giving false ¿no insulin delivery¿ alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.